Event description:
It was reported that this programmer had something stuck in the charging port which could not be charged and sparked when tried to plug with anything in. The boston scientific technical services consultant recommended for this programmer to be returned. As of this time, this programmer remains in service. No patient involvement reported.